Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced during the same procedure. Explant date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully implanted and removed from the right eye because a vitrectomy was needed. Per the doctor, there was a posterior defect noted in the capsular bag and due to instability of the lens, the decision was made to explant. The instability of the lens was due to a capsular defect. There was no product issue. The issue was first observed after the lens was fully implanted and then it was cut out and replaced within the same procedure. The incision was enlarged and one suture and a vitrectomy were required. A non-johnson and johnson three-piece iol was implanted as replacement. The replacement lens was "dialed in" without issue. The doctor does not know if the "defect" was a result of the attempt to implant the iol or if it was a patient biological issue. The patient was doing well at the post-op visit. No further information is available was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 13, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no further issues could be observed that could cause or contribute the complaint issues. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "positioning issue" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.